Event description:
Lysonix cannula #a1-372-07-ly-gt-420 (kit # 001) being used by dr in patient's right breast when tip broke off. X-ray notified and hard copy obtained showing foreign body as reported by the radiologist. Dr explored right breast under fluoroscopy to remove foreign body. Foreign body removed in its entirety.device #1is this a laboratory device or laboratory test?no.